Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) while on the phone, with readings of 54 mg/dl on freestyle libre 3+ continuous glucose monitor (cgm) and 62 mg/dl by fingerstick. The user treated the low with fruit gel, raising bg to 118 mg/dl. The agent reviewed the report and noted a pattern of overcorrection following high bg, causing fluctuations. The user was reminded to follow the 15g/15-minute rule for treating lows and was scheduled for additional training to review pump settings. The lowest blood glucose (bg) recorded was 54 mg/dl. Bg was corrected with fruit gel. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.